Event description:
A patient's depleted m102 generator was replaced on (B)(6) 2015. Upon system diagnostic test with the new m106, high impedance (>10000 ohms) was recognized. The physician then exposed the vagus nerve to find the lead wire broken just inferior to the electrodes and tether. He excised the lead body leaving the coils. He determined the break was due to normal wear and motion in the neck. When attempting to attach a new lead, the surgeon damaged the middle coil/electrode with his instrumentation. This was purely a mistake and not a device related issue. The physician then removed the lead. The m106 generator remained in the patient with a test resistor pin in the port. A new lead was implanted on (B)(6) 2015 and connected to the previously implanted m106. Impedance was within normal limits (2075 ohms). The explanting facility discarded the explanted devices; therefore, no analysis can be performed.

Manufacturer narrative:
(B)(4). Brand name; corrected data: this information was inadvertently left off of the initial MFR. Report. Model, serial#, lot#, expiration date; corrected data: this information was inadvertently left off of the initial MFR. Report. Device manufacture date; corrected data: this information was inadvertently left off of the initial MFR. Report. Additional manufacturer narrative and/or corrected data; corrected data: this information was inadvertently left off of the initial MFR. Report.